Manufacturer narrative:
Product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was damaged as it was cut in half during suture. Lead was sutured down and a lead cap was secured to the end of the cut portion. The lead was successfully replaced. No adverse patient effects.